Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 52 mg/dl at the time of incident. The customer was treated with juice. Customer was not using auto mode feature at the time of incident. Troubleshooting was declined for low blood glucose. Customer reported change sensor and sensor updating error. Customer did not received calibration not accepted. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.